Event description:
Customer called to report the pump's driver block was not moving along with the lead screw in the unlocked position. Also stated there was a black dash on the screen. Device was not dropped, bumped, or exposed to moisture.